Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to emergency room due to diabetes keto acidosis on (B)(6) 2026. Blood glucose level was high at the time of the event. Treatment provided at the time of hospitalization was injection of lantus insulin. The length of hospitalization was less than 24 hours. Ketones were high at the time of event and the value was 4.5.